Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation result are available.

Event description:
Customer reported that her precision xtra blood glucose meter did not turn on properly after a test strip was inserted, and that she was not able to properly obtain a blood glucose result for approx two to three days. The customer reported feeling shaky, and eating candy in an attempt to stabilize her glucose level. Customer then went to her health care provider where she was diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose is unk.